Event description:
The device partially fired and the staples were properly formed.

Event description:
It was reported that during a colectomy procedure, when the health care professional pulled the trigger of the ec60a (echelon flex) linear cutter to active it, the staple line was not formed at all. Hence, any staple was delivered to the patient tissue. Delay on the procedure and possible increase of the expenditures. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.